Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
(B)(6). Subject: csi complaint notification (B)(4). Hello, please see below for information relating to a complaint event involving a guide wire distributed by csi. Please provide the integer complaint number when available and let us know if additional information is needed. Date of event: (B)(6) 2018, (B)(4). Event description: the guide wire was unable to cross the short segment cto in the pt vessel. The guide wire prolapsed and was removed. Imaging was performed and a perforation was noted. The perforation was resolved following balloon angioplasty and the patient was in stable condition following the procedure. Product model: 7-10049-02/901023-02, product lot: 10952275, device returning: no - discarded. Facility: (B)(6) medical center, physician: dr. (B)(6). Patient gender: unknown, patient age/dob: unknown, patient weight: unknown. Additional event information: please see attached for additional event information received from the sales representative, along with procedure images. Thank you, (B)(6). Sr. Quality assurance specialist. Cardiovascular systems, inc (B)(4).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report attachment: [(B)(4) complaintinvestigationform.pdf].

Event description:
From: (B)(6). Sent: 25 may 2018 13:14. To: (B)(6). Subject: csi complaint notification (B)(4). Hello, please see below for information relating to a complaint event involving a guide wire distributed by csi. Please provide the integer complaint number when available and let us know if additional information is needed. Date of event: (B)(6) 2018 csi complaint number: (B)(4). Csi RMA number: (B)(4). Event description: the guide wire was unable to cross the short segment cto in the pt vessel. The guide wire prolapsed and was removed. Imaging was performed and a perforation was noted. The perforation was resolved following balloon angioplasty and the patient was in stable condition following the procedure. Product model: 7-10049-02/901023-02. Product lot: 10952275. Device returning: no - discarded. Facility: (B)(6). Physician: dr. (B)(6). Patient gender: unknown. Patient age/dob: unknown. Patient weight: unknown. Additional event information: please see attached for additional event information received from the sales representative, along with procedure images. Thank you, (B)(6).